Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A voluntary medwatch report was received and reported the following: the patient presented to the clinic for routine checkup, and during interrogation, a fracture of the right ventricle pacing lead was noted. Further information noted high impedance values and sensing difficulty with intermittent capture. Consequently, the patient was admitted to electrophysiology services, and the lead was capped (after approximately two years and eight months post implant). A new same brand lead was implanted uneventfully. No patient complications have been reported as a result of this event.